Event description:
Two flapscut diameter were found too small after the flap creation. The rest of the procedures where aborted. The laser was checked and not issues could be found. Surgeries after the check up were good.